Manufacturer narrative:
X-ray demonstrated wireform distortion around leaflets 2 and 3, and commissures 1 and 2 bent. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 2 at the inflow aspect and 6mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and outflow aspect. Host tissue fused leaflets 2 and 3 by approximately 5mm near commissure 3 at the outflow aspect. Leaflet 2 had a cut of approximately 6mmx9mm, leaflet 3 had a cut of approximately 14mmx8mm. The cuts had straight and even edges; cut sections were not returned. Pledgets remained attached around the sewing ring, and the sewing ring was cut near commissure 1. Additional manufacturer narrative - the reported regurgitation could not be confirmed as the device was returned in an unsatisfactory condition. Extensive host tissue was found on the valve. Host fibrous (pannus) tissue growth is a result of the interaction between the host and the device and is highly variable among patients. Patient factors such as the patient age at implant, host immune status, local hemodynamics, and other comorbidities are believed to contribute to the host tissue response to a bioprosthesis. The histopathology findings on this explant demonstrate chronic inflammation in both the bioprosthesis and the host tissue. In the present case, the patient¿s young age and the significant activation of the immune system evident in the histology appear to be important factors in the early and extensive pannus development.

Event description:
Device evaluation has been completed.

Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation as is pending evaluation. Refer to MDR report number 2015691-2016-01289 for additional information. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause cannot be determined. A supplemental MDR will be submitted once the evaluation is complete. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
The 25 mm aortic valve was explanted due to pulmonary regurgitation after an implant duration of one (1) year, eight (8) months and replaced with a non-edwards mechanical valve. Valve status at explant was described as "leaflets were shortened and it led to regurgitation." There were no adverse patient effects as a result of the valve replacement. Patient status was reported as "recovered" at intensive care unit (ICU). The patient also underwent tricuspid valve replacement during the procedure.